Event description:
Caller reported a cgm error 42, and there was no adverse impact to the customer¿s blood glucose level. The customer was assisted with pump reset information but attempts to perform a pump reset were unsuccessful due to inability to charge the pump.